Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the mildly calcified superficial femoral artery. A non-bsc guidewire was engaged to the lesion and a 6 x 180 x 75 innova" stent was implanted. Upon removal of the delivery system, it was noted that the guidewire was stuck on the stent system and could not be removed. The guidewire and the stent system were removed together from the patient. Then a 14 guidewire was inserted and the procedure was continued. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone. The stent was not returned. There was a. 035 guidewire in the lumen of the device that was protruding out from the tip approximately 184cm. The guidewire was pulled out of the device with no effort. The handle was opened to visually inspect the proximal inner shaft for prolapsing which could cause a guidewire to stick in the device. There was no prolapsing present. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the mildly calcified superficial femoral artery. A non-bsc guidewire was engaged to the lesion and a 6 x 180 x 75 innova¿ stent was implanted. Upon removal of the delivery system, it was noted that the guidewire was stuck on the stent system and could not be removed. The guidewire and the stent system were removed together from the patient. Then a 14 guidewire was inserted and the procedure was continued. No patient complications were reported and the patient's status was good.